Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information available. Unique identifier: (B)(4).

Event description:
The hospital reported an error that results in high co2 delivery. There was no report of patient injury.